Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site in (B)(6) 2015 and was prescribed oral antibiotics. The implanted device remains.